Event description:
It was reported that the patient experienced a mechanical issue with his artificial urinary sphincter (aus) balloon.

Manufacturer narrative:
Combination product? - corrected.

Event description:
It was reported that the patient experienced a mechanical issue with his artificial urinary sphincter (aus) balloon.